Event description:
It was reported that a force sensor bridge test was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the battery was missing. A review of the event history log identified force sensor bridge test error. During the functional testing force sensor bridge test error was found at power up and was unable to calibrate the force sensor. Fluid ingression was found inside of plunger assembly. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunge assembly included plunger tube and plunger cable and performed preventative maintenance and all functional testing.